Event description:
The customer reported a speaker failing to alarm and technical inops continue to annunciate at the central station. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker failing alarm and technical inops continue to annunciate at the central station. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.